Event description:
It was reported that the healthcare provider (hcp) believed her catheter "disabled" the patient's implantable neurostimulator (ins), resulting in a loss of therapeutic effect. It was stated that the patient "appeared" to have increased overactive bladder symptoms, though it could have been because, the catheter was removed. The hcp reported that she was able to turn on the patient's ins and increase stimulation, and the patient felt the stimulation in the correct area. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID: 3889-28 lot# v014911, implanted: 2007 (B)(6), product type lead. (B)(4).